Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "does not wear a mask and does not perform proper hand antiseptic and due to poor hand hygiene". The peritonitis was manifested by cloudy pd effluent. It was reported the patient was not hospitalized for the event. The patient was treated with voncon and solvetan (for 15 days) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy are unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.